Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The stent graft has been returned for eval. The investigation is currently underway.

Event description:
It was reported that the delivery system of a endovascular stent graft became caught on the stent graft while the delivery system was being removed. Reportedly, the stent graft was moved from its intended location. A small incision was made within the av graft and the stent graft was removed. Another endovascular stent graft was implanted without further incident. No report of injury to the pt.